Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right atrial (ra) lead dislodged due to twiddler's syndrome. The lead was not able to provide pacing therapy. The lead was surgically abandoned and the ra port was plugged. There have been no adverse patient effects reported as a result of the revision procedure.